Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000118476. B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the lead had migrated. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.